Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using duodenum during a laparoscopic total gastrectomy, the device could not be fired on the first firing. The cartridge was loaded, the jaws opening or closing check was done, and the doctor approached it to the duodenum. The green button was pressed, and the handle was so stiff that it could not be squeezed. A new cartridge was loaded and could be used without problem. The surgical time was extended by less than 30 minutes. There was no patient injury.